Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient had a pocket wall revision as there was a concern that the ins was going to erode through the skin. This pocket revision surgery occurred on (B)(6) 2015, and the issue was noticed the day prior. The ins was not changed out, but rather the pocket was revised. No complications or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.